Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown agc femoral, catalog # unknown, lot # unknown. Unknown agc bearing, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policies. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02307-1 and 06362. Device retained by facility.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-06197.